Manufacturer narrative:
Device received unable to performed the displacement test due to detached end cap. No loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicate that the bottom part of insulin pump was falling apart. Customer reported damaged to the drive support cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.